Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to reprogram. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon service investigation, there was an md5 failure during reprogramming of the monitor, which is a flash memory failure. The cause of the md5 failure was isolated to flash memory components u102 and u105 on computer/analog board sn (B)(4). The flash memory components had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.